Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs. As a result, the customer experienced an elevated blood glucose (bg) level that was above 500 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy, as well as using manual injections as needed, until the replacement pump arrived.